Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, essure (fallopian tube occlusion insert) was placed. The consumer experienced complication during essure insertion. Treatment after procedure with complications included narcosis combined with novasure treatment. In unspecified dates the consumer experienced pelvic pain, allergy for products, allergic complaints in eyes, pain in abdomen, lower back pain, and tiredness. Problems with movements were mentioned and consumer contacted a doctor. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and novasure treatment (endometrial ablation) was performed on the same day. She experienced pelvic pain. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1708 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and novasure treatment (endometrial ablation) was performed on the same day. She experienced pelvic pain. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.